Event description:
It was reported by provider that the brakes are not locking on the 65851b rollator. Provider states no property damage or injury alleged. Provider states has replaced left side on one of the rollators, and now the right side is bad. Provider did not have information on one of the rollators lot number, but last purchase on the account was (B)(6) 2013. No further information provided.